Event description:
It was reported that the imaging system did not have power and a smoke came out of the system. The customer checked the imaging system at his work room and confirmed that the smoke came from around the monitor. The monitor was removed and confirmed that the power cable of the monitor had burned. The monitor from the back-up system was used and attached to the reported imaging system and the system was powered on without any problem. The incident occurred before using on a pt.

Manufacturer narrative:
(B)(4). The MFR field service engineer visited the hospital and confirmed the reported complaint. The reported imaging system was removed and a substitute unit was sent to the hospital and is fully operational. A new imaging system is scheduled to be installed. The MFR has not received the reported defective part of the system. A supplemental report will be filed as soon as the manufacturer completed the investigation.